Event description:
Customer reported he was hospitalized. Customer stated he started with high blood glucose of 500 mg/dl on (B)(6) at night. On (B)(6) morning it was 400 mg/dl, he stopped eating the rest of the day and next morning he went to the hospital with high blood glucose of 503 mg/dl and diabetic ketoacidosis. He was treated for high and then low. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Customer removed the infusion set and the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.